Event description:
Caller alleged discrepant precision inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 0.9, 4.8 and 5.7. The time between testing was five (5) minutes. Reportedly, the finger was "milked" after the finger stick and unable to obtain sufficient blood sample. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The customer did not provide lot numbers or return products for investigation. Manufacturing record review was not performed because a lot number was not provided. Since the product associated with the complaint was not returned and a lot number was not provided, further investigation was not possible without additional information. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Results of the query of similar incidents in the complaint system for this trend code did not indicate a manufacturing issue. This issue will be subject to future tracking and trending.